Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the after the customer entered the updated ID into the device update, an error occurred. Reportedly, the error stated to not use the pump and to contact tandem's customer technical support. The customer was unable to provide the specific error code. The customer disconnected the usb cable and stated the error message remained on the pump. The customer was unable to continue the update process and was unable to use the pump. There was no information provided regarding customer's blood glucose level. Customer stated back up therapy was unavailable.